Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the reset. After the reset, the malfunction code did not recur. The customer decided to resume insulin therapy independently after the call.